Event description:
Patient's knee was revised for gross instability and tibial subluxation anteriorly on the femur. Implants were removed and replaced with triathlon ts implants.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding instability and tibial subluxation involving a triathlon insert component was reported. The event was not confirmed. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: the reported event could not be confirmed or a root cause determined based on the limited information provided. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patients knee was revised for gross instability and tibial subluxation anteriorly on the femur. Implants were removed and replaced with triathlon ts implants.